Event description:
Procedure type: wedge resection. According to the reporter: stapler was loaded and applied to tissue (3 solid green lights), when safety was engaged firing indicator light turned solid blue (not flashing green) and the device would not fire. Battery was fully charged. Another idrive handle and adapter was opened and worked as intended. There was no unanticipated tissue loss. There was no tissue damage. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No reinforcement material was used.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).